Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia with a bg of 43 mg/dl (cgm) and 30 mg/dl by finger-stick after a meal announcement at 2 am. The user was treated by ems with orange juice and glucagon and did not require hospitalization. No further complications were reported. It was reported that the user performed a meal announcement at 2:00am which resulted in the reported low. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.